Manufacturer narrative:
Device evaluation: the 1x evo-fc-10-11-6-b device of lot number: c1292829 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿(B)(4)¿ to capture ¿stent migration¿ the device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the IFU (ifu0062), stent migration and death (other than due to normal disease progression) are known potential adverse event associated with biliary stent placement ¿additional adverse events that can occur in conjunction with biliary stent placement include, but are not limited to: allergic reaction to nickel, bile duct ulceration, death (other than due to normal disease progression), fever, inflammation, ingrowth due to tumour or excessive hyperplastic tissue, nausea, obstruction of the pancreatic duct, pain/discomfort, perforation, recurrent obstructive jaundice, stent migration, stent misplacement, stent occlusion, trauma to the biliary tract or duodenum, tumour overgrowth, vomiting¿ there is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to procedural adverse events as stent migration is a known adverse event, as per the IFU, associated with biliary stent placement. As per the patient casebook, the cause of patient death was outlined as ¿hemodynamic shock¿. As per the relationship assessment section for the stent migration adverse event (page 26 & 27), the stent migration did not lead to patient death. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: as per the pmcf study, the patient presented with stent migration 9 days post-placement, requiring the stent to be replaced endoscopically. Confirmed quantity of 1 device. Confirmed used. The summary of the investigation findings concluded a possible root cause of a known procedural adverse event associated with biliary stent placement. As per the IFU, stent migration is a known potential adverse event. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The patient experienced stent migration requiring endoscopic stent replacement. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplement report being submitted due to the completion of the investigation on 11-jul-2023.

Event description:
Device issue: stent migration, yes, inability to perform intended function; stent replacement; yes, direction: not documented, degree: not documented, considered factors: no contributing factors doc. Device issue: stent migration, relationship: device; not related, procedure: not related, pre-existing: not documented, deficiency: no. Stent placed in cbd. 9 days post procedure - stent migration requiring endoscopic stent replacement. 94 days post procedure - patient death - hemodynamic shock - unrelated to study device deficiency. Patient outcome: status: resolved, treatment: endoscopic; stent replacement, death: yes.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.